Event description:
(B)(4). It was reported that during a percutaneous transluminal angioplasty treatment procedure a guide wire tip detachment occurred. Vascular access was obtained via the groin. The 100% stenosed lesion was located in the severely tortuous and severely calcified popliteal artery. The patient had multiple lesions in lower extremity. A non bsc support catheter was advanced and successfully placed. The platinum plus guide wire was advanced however difficulty crossing the lesion was encountered. An attempt to cross the tibioperoneal trunk was also unsuccessful. The tip of the guide wire kinked. As the guide wire was retracted into the non bsc support catheter the guide wire unraveled. About 20cm of the tip and the proximal coil segment of the guide wire detached in the right tibial peroneal trunk. The detached section of the guide wire was not impeding flow, however the physician needed to perform a patch at the tibial peroneal trunk to increase blood flow to the foot. The patient was taken to surgery where the detached tip and proximal section of the guide wire were successfully removed. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Medwatch/uf voluntary# (B)(4). It was reported that during a percutaneous transluminal angioplasty treatment procedure a guide wire tip detachment occurred. Vascular access was obtained via the groin. The 100% stenosed lesion was located in the severely tortuous and severely calcified popliteal artery. The patient had multiple lesions in lower extremity. A non bsc support catheter was advanced and successfully placed. The platinum plus guide wire was advanced however difficulty crossing the lesion was encountered. An attempt to cross the tibioperoneal trunk was also unsuccessful. The tip of the guide wire kinked. As the guide wire was retracted into the non bsc support catheter the guide wire unraveled. About 20cm of the tip and the proximal coil segment of the guide wire detached in the right tibial peroneal trunk. The detached section of the guide wire was not impeding flow, however the physician needed to perform a patch at the tibial peroneal trunk to increase blood flow to the foot. The patient was taken to surgery where the detached tip and proximal section of the guide wire were successfully removed. No further patient complications were reported and the patient's status is ok.